Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient home monitoring transmission revealed the right atrial lead exhibited change in impedance. The patient was brought to clinic for follow up. Upon interrogation, the lead exhibited high capture threshold and low sensing. Chest x-ray was performed and revealed the lead had dislodged. The patient experienced breathlessness. On (B)(6) 2016, the patient underwent lead revision. During procedure, the lead was attempted to be repositioned but were unsuccessful due to helix unable to extend. The lead was explanted and replaced. The patient was in stable condition.